Manufacturer narrative:
The customer was able to return the device for evaluation, and upon power-up, no active alarms were observed. The event trace revealed a total of six occurrences of the error which point to a stepper motor loss of synchronization and are associated with hardware fault conditions. During testing, the device exhibited a fail 10 error and an internal inspection was performed which showed the cable wiring and tubing were routed incorrectly along with kinked tubing which led to the step test failure. Based on these findings, the tubing will be rerouted correctly, and the flow valve will be replaced as a precaution. Correction - d4. UDI#.

Event description:
Complainant reported while powering on, the device showed an "inop/hw" fault message. No patient involvement was reported.

Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.